Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an impedance issue and shock greater than 125 ohms. In addition, the lead was possibly damaged at generator change. The device was left programmed in the distal coil to can configuration and will be monitored by the clinic. To date, this lead remains in service. No adverse patient effects were reported.